Event description:
The user received a questionable hdl-cholesterol plus 3rd generation (hdl) result for one patient sample. The initial result was 6 mg/dl and was reported to the physician. The physician questioned the result and the sample was repeated on (B)(6) 2012 on a cobas c501 analyzer with a result of 60 mg/dl. The repeat result was considered to be correct. The patient was not adversely affected. The hdl reagent lot number was 65892301 with an expiration date of (B)(6) 2013. The field service representative determined there was an electronic failure and replaced the ultrasonic mixer (usm) and the usm pcb. To verify the analyzer operation, the user ran calibration and quality control. The unit was operating to all specifications.